Event description:
The service report shows in the initial report the patient "was not being ventilated and the ventilator did not alarm for any reason". The pt was bagged and put on a different ventilator. The mallinckrodt customer support engineer (cse) reported a third party service came in to examine the vent and did not duplicate the reported event. The cse also tested the ventilator and did not find any problem or history of problem in memory. The unit passed extended self testing. No parts were replaced. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.